Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned and the investigation is confirmed for the reported deployment difficulty and unconfirmed for stent graft misplacement. A definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that modelfem12120 endovascular stent graft allegedly experienced difficult to deploy and malposition of the device. This information was received from one source. One patient was involved and there was no reported patient injury. Patient age, weight, and gender were not provided.